Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation root cause has not been identified. Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported finding a 'hash mark' on an intraocular lens that was loaded into an unknown cartridge. There was no reported patient impact. Additional information was requested.